Event description:
Atrial unipo area lead impedance warning on (B)(6) 2021 - trends are stable for both bipolar and unipolar, reviewed w/ medtronic elm (B)(6) 2021? Done, dev/ss (B)(6) 2022 epicardial lv in rv port, copped reusable rv-1888tc unipolar pacing. A. Lead repaired (B)(6) 2019. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).